Manufacturer narrative:
Voluntary medwatch form number: mw5068366. Pm/510(k) number: k914088 and k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube was placed in a patient in the operating room and during respiratory therapist initial assessment, it was observed that the packaging for the tracheostomy tube was labeled as neonatal, but the device reference number and length specifications were consistent with a pediatric tracheostomy tube. It was noted that the device was marked as 'pediatric' on the flange. The tube was changed to a neonatal tube. It was unclear what the impact to the patient was.